Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2023 by the american shoulder and elbow surgeons titled ¿advanced cuff tear arthropathy: classic indication for a grammont-style reverse shoulder arthroplasty implant or does bipolar lateralization perform better?¿. The study reviewed thirty-one (31) patients who underwent reverse shoulder arthroplasty for advanced cuff tear (hamada 4¿5) using arthrex fiberwire to address soft tissue approximation and/or ligation. During the twenty-four (24) month follow-up period, one (1) patient experienced screw breakage. Ref: freislederer et al. Advanced cuff tear arthropathy: classic indication for a grammont-style reverse shoulder arthroplasty implant or does bipolar lateralization perform better?seminars in arthroplasty: jses, volume 34, issue 1p17-26march 2024.